Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore,+ a failure analysis of the complaint device could not be completed. A conclusive cause for the reported patient effect cannot be determined. The failure to advance and subsequent treatments appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The reported patient effects of cerebrovascular accident/stroke, as listed in the graftmaster rapid exchange (rx) coronary stent graft system, domestic instructions for use (IFU), is a known patient effect that may be associated with coronary stenting. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design, or labeling of the device. Additionally, it should be noted that the graftmaster rapid exchange (rx) coronary stent graft system, domestic instructions for use, (IFU) states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. (B)(4).

Event description:
It was reported that on (B)(6) 2016, during removal of a pituitary tumor at an unspecified facility for an already very ill patient, the very tortuous right cavernous carotid artery was lacerated, resulting in a free perforation, with extravasation, of the right cavernous carotid artery. The vessel was packed, but the perforation persisted. On (B)(6) 2016, the patient was transferred to this facility for treatment of the perforation. An attempt was made to advance a 4.0x16mm rx graftmaster covered stent system to the perforation, however, the graftmaster was unable to be advanced due to the heavy tortuosity of this vessel. The graftmaster was withdrawn without resistance. Attempts for advancement were made with other unspecified guide wires and unspecified stent systems, but none were able to be advanced due to the vessel tortuosity. The artery was re-packed and the patient was referred to another facility for surgical intervention. During transfer for the subsequent surgical intervention, the patient experienced a stroke and was intubated. The perforation was surgically repaired but the patient remains intubated and in critical condition as of (B)(6) 2016. The physician states that there were no complications or adverse events associated with the use of the graftmaster and also states that the stroke was a result of the initial laceration that occurred during removal of the pituitary tumor; not as a result of the failure to advance devices to the perforation. No additional information was provided.